Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the edwards intuity valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. Intervention to repair an aortic injury or subsequent death would be reportable if there is evidence or an allegation the use or misuse of the edwards intuity valve caused or contributed to the event. Such events could be related to improper seating at the time of device implant and/or oversizing of the edwards intuity valve. In this case, there was no evidence of oversizing but there is a possibility that the edwards intuity valve contributed to the aortic injury. In addition, it was reported that the root cause of the event was possibly due to "bar of calcium.¿ based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. If new information is received, a supplemental report will be submitted. The device was not available for return as it was discarded. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23 mm pericardial aortic valve was explanted at implant due to aortic tear. A 23 mm pericardial aortic valve was implanted in replacement. As reported, the root cause of the event was possibly due to "bar of calcium". The sizer had a good fit-barrel slid into annulus and lip sat on top; 23, 25, and 27 mm sizers were used. The patient expired due to unknown cause(s) but it was not valve related. No additional details were provided.